Event description:
It was reported that the fit/length of the inner and outer cannulae of a 6dcfn, disposable cannula cuffless fenestrated tracheostomy tube were incorrect. Physician reports that the length of the 6dic, disposable inner cannula compnent was too long. Upon further examination the physician fond the distal tip of the 6dic component rough and uneven. This was detected during procedure set-up, with no direct patient involvement. The 6dcfn device was reportedly available to be returned to the manufacturer for identification, analysis and investigation. As of the date of this submission the 6dcfn device has not been received by the manufacturer.